Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a permanent failure flag, which rendered the battery inoperable. However, after removing the permanent flag, the communication with the battery charger and the controller test fixture was fully functional. The reported event had been caused by an integrated circuit chip malfunction. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may attributed to a integrated circuit chip malfunction that enabled the permanent failure flag, rendering the battery inoperable. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fully charged battery would not provide power to the controller or back up controller. The battery was replaced. No patient complications have been reported as a result of this event.